Event description:
In 2009, the patient reported that she changed her infusion set at 3:00pm the previous month, and at 5:00pm, her blood glucose was elevated to 602 mg/dl. She removed the infusion site and found that the cannula was "crimped into a v." She changed the infusion site and bolused 15 units of insulin. Her target blood glucose level is 150 mg/dl. Symptoms of elevated blood glucose are vomiting, tired, and body cramps. The patient was sent information on infusion site management and an infusion set insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.